Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed incorrect electrocardiogram (ECG) and signal with markers missing for pacemaker which had reached replacement stage. Troubleshooting assistance was provided. No patient complications have been reported as a result of this event.